Event description:
It was reported that during central processing, the customer reported a broken wire on the large hem-o-lok clip applier. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at the clamping pulley. The clamping pulley did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.